Event description:
A senior resident reports that durig intraocular lens (iol) implant surgery, one haptic broke off while inserting the iol into the eye. The incision was enlarged to faciltate removal and replacement of the iol.